Event description:
A report was received that the patient was having inadequate stimulation due to lead fracture. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 14326439, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was having inadequate stimulation due to lead fracture. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.